Manufacturer narrative:
H2) please see section e. For the additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000897, h6: multiple annex a codes were coded for this event. A0719 was coded for the mvs shutting down. (B)(6) was coded for the mvs monitor flashing blank. A13 was coded for the image acquisition system (ias) displaying that it had no connection to the mvs. H6: no products were received by the manufacturer for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-jun-05 00804057 (rep): medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the mobile view station (mvs) monitor was flashing blank and the mvs would shut off. The image acquisition system (ias) would display that it had no connection to the mvs. The site was able to reboot and the connection was established and the screen functioned as designed. The site removed the navigation system and a reboot cleared the issue. This was the fourth occurrence of this issue. There was no patient involvement.